Event description:
Patient reported left side rupture. Later reported "given my fear, pain and mental state," "slightly volume augmentation on axillary lymph nodes, the biggest one is 20x13mm" diagnosed by MRI. Later reported "removal of 2 axillary siliconomas", ¿lymph node is the site of sinus histiocysis¿, and ¿fibrous tissue with chronic inflammatory infiltrates¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness within specification. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient initially reported left side rupture and later reported "given my fear, pain and mental state". The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The reported events of "granuloma" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient additionally reported left side "slightly volume augmentation on axillary lymph nodes, the biggest one is 20x13mm" diagnosed by MRI, and "removal of 2 axillary siliconomas." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a4, b3, b5, b6, b7, d1, d2a, d2b, d4, d6b, g2, g4, h4, h6.

Event description:
Patient reported left side rupture. Later reported "given my fear, pain and mental state," "slightly volume augmentation on axillary lymph nodes, the biggest one is 20x13mm" diagnosed by MRI. Later reported "removal of 2 axillary siliconomas", ¿lymph node is the site of sinus histiocysis¿, and ¿fibrous tissue with chronic inflammatory infiltrates¿. Device has been explanted.